Manufacturer narrative:
Device labeling, available in print and online, states never leave a v.a.c. Dressing in place without active v.a.c. Therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c. Dressing from an unopened sterile package and restart v.a.c. Therapy, or apply an alternative dressing at the direction of the treating physician. Protect periwound skin: consider use of a skin preparation product to protect periwound skin. Do not allow foam to overlap onto intact skin. Protecting fragile/friable periwound skin with add'l v.a.c. Drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration.

Event description:
The following was reported to kci by the nurse: on an unk date, but prior to initiation of v.a.c. Therapy, the pt was diagnosed with necrotizing fascitis and a debridement was performed. V.a.c. Therapy was initiated as a last resort treatment for possible limb salvage. It was reported that once v.a.c. Therapy was initiated, the info v.a.c. Unit alarmed (reason unspecified) and the staff nurse turned the unit off. As a result, it is claimed that the pt may have experienced increased maceration resulting in surgical debridement of the wound. No further info was provided. Kci is filling this report due to potential use error.